Event description:
On (B)(6) 2012, the pt underwent the surgery with the tfc cage by the stand alone (l4/l5 plif). Five days after the surgery, the pt became feverish and pus occurred to the wound. Afterwards, because the condition got worse, the pt was conveyed to (B)(6) on (B)(6). On (B)(6) 2012, the surgeon removed tfc cage, and performed treatments to the wound. The surgeon has distrust about the sterilization of an implant.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.